Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that reservoir lip was missing and the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched case, fading serial number label and minor scratched lcd window.